Manufacturer narrative:
(B)(4) g2: india h6: proposed component code: mechanical (g04) ¿ stem. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 1 year post implantation due to having pain and difficulty ambulating. Subsequently, the patient continued to experience pain, difficulty ambulating, swelling, and impaired healing. The patient alleges leg length discrepancy and a systemic allergic reaction to the implant coating. Additionally, the patient alleges that the posterior screw of the cup is migrating and penetrating the gluten muscles and causing femoral and sciatic nerve damage and neuropathy. No medical records have been provided thus far. Follow-ups to gather additional information are currently in process.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).